Event description:
Arjo was notified about an event involving enterprise 9000x. According to the information received the bed lowered by itself. It beeped and went down. No patient was involved and no injuries were reported.

Manufacturer narrative:
The device was inspected by an arjo representative. The device evaluation revealed that the right foot side rail touch panel was faulty.the arjo representative indicated that the panel had a short causing the bed to lower. He replaced the side rail and the issue was resolved. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
During the device evaluation, the technician observed that touching the side rail (anywhere, not just the control panel button) caused the bed to lower, which may prove that the short circuit occurred. Since the faulty side rail was discarded, a definitive root cause could not be established. However, replacing the side rail component resolved the issue, confirming it was the source of the problem. To sum up, the arjo device failed to meet its specification since the bed lowered without any buttons being pushed. There was no indication that the bed was used by a patient during the event. This complaint was assessed as reportable due to the allegation of the bed¿s movement without any command given.